Event description:
The device was being placed in the left circumflex artery on 6/6/97. The pt's vessel was sized at 2.9mm. The physician decided to place a 3.5mm stent. The stent was deployed. A 3.5mm post dilatation balloon was used. During post dilatation, the vessel ruptured. The pt was subsequently taken to CABG.